Manufacturer narrative:
A follow up will submitted when addtional information become available. Note: this event occurred on the united kingdom market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
The failure was noticed prior to use. It was reported, that the cardiohelp alarmed "venous bubble sensor defective". No harm to any person has been reported.as a bubble sensor defective alarm could lead to a zero-flow mode, a report is required. Complaint ID:(B)(4)